Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged that a patient using prescribed drug epinephrine was assigned "infusing 18 ml / h and after a while the patient de-allocates himself and then appears as a proposal for norepinephrine, which already has [patient] pump". There was no reported patient harm.